Event description:
Patient reported "that recently had to have surgery because the left prosthesis ruptured." "Patient informs that prostheses were already yellowing and generating secretions, but the left one ruptured. Patient informs that after the event learned about the recall and would now like access to the warranty." Healthcare professional later reported " retroglandular implant with radial folds" this is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma, pain and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, pain and capsular contracture grade iii.

Event description:
Patient reported left side "pectoral pain on the left side, rupture", "prostheses were already yellowing and generating secretions", and "learned about the recall". Healthcare professional later reported left side rupture confirmed during surgery, capsular contracture baker grade iii, "adhered capsule and whitish liquid, with adhered capsule outer membrane", "capsular reaction and fluid" found intraoperatively, "yellowish liquid" in the left capsule, "whitish serosity around the prostheses but no specific seroma", and "rotated prostheses". Device was explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Manufacturer narrative:
Clarification to b3 date of event: partial date august 2024. Correction to h6 adverse event problem: upon review by abbvie medical safety, un-reporting e0307 seroma as the healthcare professional confirmed "whitish serosity around the prostheses but no specific seroma". Reason for reoperation: rupture; pain; capsular contracture baker grade iii.